Manufacturer narrative:
Customer reported the event occurred between (B)(6) 2017 and (B)(6) 2017. Exact date was unknown. On (B)(6) 2017 was used for the event date in this report. On (B)(6) 2017 - date 3m management made the internal decision to file an MDR report for this complaint. A 3m completed a retrospective complaint review. This report is now being filed with the FDA due to similar reports where an injury occurred. There was no patient injury associated with this report.

Event description:
Customer reported an ICU patient was receiving levophed via an IV infusion pump. He reported a nurse discovered there was leaking from a needleless connector where a cfj5-250 curos jet cap was in place. The IV tubing and curos jet cap were reportedly replaced and no further leaks occurred. Customer reported no patient harm occurred.